Event description:
A male resident was being transported from his recliner to his bed using a the ez-way smart 600 lb. Lift. Two staff members secured the male resident in a hoyer sling to the ez-way smart lift. Both employees were properly trained and followed steps to ensure the hoyer sling was attached properly to the ez-way smart lift. The straps were checked multiple times by the two staff members to ensure proper placement. The male resident was lifted out of his chair in the hoyer sling attached to the ez-way smart lift. Staff a ran the lift while staff b guided the residents legs and body. While moving the resident from the chair to the bed the left shoulder strap came off the lift. The male resident fell approximately 3 feet to the floor. The resident was take by ambulance to local hospital and remains in the hospital due to his injuries' sustained from the fall.